Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 377 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime a33 test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. However, the drive support disk was found slightly loose. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.